Event description:
It was reported that during a procedure to fix a broken shoulder, the surgeon could not get the threaded drill guides to thread into the last screw hole of the plate. All of the other screws were placed, and the surgeon decided to leave the last hole without a screw. The surgeon completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. All four of returned drill guides were threaded into a plate and function as intended. The parts were in use for over 6 years with no known issues and function as intended. Therefore the complaint is invalid with respect to design.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 4 parts from the same lot. Original awareness date is (B)(4) 2012. Placeholder.